Event description:
It was reported that when the blade was activated, metal flakes shed from the inner blade. No patient injuries were reported.

Manufacturer narrative:
The outer diameter of the inner blade surface has wear damage. This surface condition indicates pressure/force was applied to the device. Metal shavings can result from excessive ¿side-loading¿ on the blade during use. There is drag felt with rotation of the inner and outer blade. This is a symptom of damage caused by this pressure as well. As a result, binding, shavings and seizing can occur. No root cause related to the manufacture of the device can be established. Use error may have been a contributing factor for this event.